Event description:
It was reported to olympus that, the evis exera iii xenon light source had dark image and whites out during use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support troubleshooted the device with the customer. Customer reported that the image appeared dark on the monitor. The video scope cable (maj-1430) was changed with no difference on the image. Customer reported that the issue occurred with several scopes. The light bulb and heatsinks was changed between room 2 and room 1, after changing the light bulbs, the image appeared to be clear, and the staffs were able to use the device. Furthermore, olympus field service engineer (fse) visited the customer site for follow up and reseated the light guide control cable in the rear unit. The issue was resolved and the staff were able to use the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the dark image and whites out during use could not be determined at this time as the device has not been returned for evaluation. The olympus field service engineer (fse) confirmed the event was resolved on-site. Olympus will continue to monitor field performance for this device.